Event description:
This is a preliminary report awaiting more info from the dentist. It involves similar reactions to 3 patients over the course of 12 months. The dentist contacted our office requesting info on our medical device, siltrax epi 00, a gingival retraction cord containing epinephrine. The ¿00¿ indicates the size of the cord. During a procedure, where the dentist was administering several products, including siltrax epi, the pts experienced tissue and bone ¿sloughing¿ (a term used the dentist). He was not clear as to the extent of the reaction. Because the dentist was using a variety of products from a variety of manufacturers, he was unsure which one or ones caused this reaction. He was calling the mfrs of all the products hoping to get some insights. The dentist said he took pictures and will forward them when available. Some of the pts received medical attention days after the dental procedure. The common therapy was administration of antibiotics. The dentist did not say whether this was successful.